Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2017, the patient went to the facility to discuss having an iud inserted. The patient's last menstrual period was 4-6 weeks prior to the visit. A urine sample was collected and the consult hcg urine/serum combo test produced a negative result. On (B)(6) 2017, the patient returned to the facility to have the iud implanted. A second urine sample was collected and the consult hcg urine/serum combo test produced another negative result. The iud was subsequently inserted. On (B)(6) 2017, the patient returned to the facility as she was experiencing symptoms of pregnancy. A urine sample was collected and the consult hcg urine/serum combo test produced a positive result. On (B)(6) 2017, an ultrasound was performed and the patient was confirmed to be 12 weeks pregnant. The iud was not removed at this time as the strings could not be visualized. The physician advised iuds are typically only removed in the first trimester to reduce the risk to the pregnancy.